Manufacturer narrative:
(B)(4).

Event description:
It was reported that upon interrogation, the pulse generator exhibited telemetry anomaly and noise. A different programmer was used and exhibited the same issue. Multiple positions of wand was attempted to interrogate the device but were unsuccessful. The device was explanted and replaced on (B)(6) 2016. The patient was in stable condition.